Manufacturer narrative:
Cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced sub anterior capsular cataract. The lens remains implanted. Cause of event is unknown.